Event description:
It was reported that upon interrogating the device, the data field for "% pacing" was populated with "??". Upon reinterrogation of the device, the same behavior was observed. It was also noted that a continuous tone sounded when applying the programmer head on the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.